Event description:
A customer reported a past high blood glucose event with an unspecified cause. The highest blood glucose level was indicated as "high," but no specific value was provided. To resolve the issue, the customer administered a correction injection via multiple daily injections (mdi). Technical support recommended that the customer consult a healthcare professional to discuss potential factors affecting the blood glucose levels, and the customer agreed to this advice.